Manufacturer narrative:
Article citation: sigona, mark, et. Al. "Migration of the xen45 gel stent into the anterior chamber managed by trimming the implant," journal of glaucoma (publish ahead of print), 2021. Requests for further information have been made. Allergan has received no response from the authors. The event of device migration is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known adverse event addressed in the product labeling.

Event description:
The article "migration of the xen45 gel stent into the anterior chamber managed by trimming the implant" noted a patient had a xen 45 gel stent implanted into the right eye and experienced a pinpoint bleb leak on post-op day 1 that settled 5 days later. 8 months post op, it was noted the device had migrated. As a result of the migration, the xen was trimmed in the right eye 2 months later. Postoperative outcome was good with well controlled pressures and a good bleb.